Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0871) inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 1339750 (133.975 u) units of normal bolus was delivered on jun 21, 2024. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay and scratched case. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 412 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-7040a, mmt-332a, mmt-1884. The customer was using the insulin pump system within 48 hours of the reported event. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. The customer reported high bgs. No further patient complications were reported. No product return is required for mmt-397a. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.